Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that communication could not be established with a vns generator. The reporter stated that he believed the wand was the cause of the communication error. Product analysis was completed on the returned programming wand. The reported event was confirmed, and it was identified that the serial data cable had an intermittent conductor.